Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced, however, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter address: address line 1: (B)(6). The asset device was returned to olympus for evaluation. It was noted that the remote switches were not working due to a defective charge coupled device unit. It was also noted that the focus buttons were deformed and the cable was cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned a loaner hd autoclavable camera head. Upon inspection and testing of the returned device, it was noted that the coupler was corroded. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.